Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had come for a ins battery replacement due to end of life (eol). Unbenounced to the manufacturer¿s representative, the patient had a surgical intervention where the ins system removed on (B)(6) 2018 due to the ins battery moving to the surface of the pocket, was sticking up towards the skin, trying to come outside of the body at the incision, and had come out through the skin. It was unknown if there were any environmental/external/patient factors that may have led to the issue as the representative was not present. It was also unknown if there were any diagnostics/troubleshooting performed or what other actions/interventions were taken. The explanted product was not returned for analysis and was discarded by the customer. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.